Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on 2017-05-03 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was elective replacement indicator (eri) due to measurement lock up. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.